Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition of an undetermined malfunction was confirmed. The device was examined, and it was observed that the temperature of the attachment was above the limit. It was further determined that the device failed pretest for temperature assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported from colombia that during an unspecified surgical procedure the minimal access attachment device had an undetermined malfunction. During in-house engineering evaluation it was determined that the temperature of the attachment was above the limit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.